Manufacturer narrative:
Additional information was requested from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. At this time, it is unknown whether the device has been implanted or if there is any patient involvement.